Event description:
The customer alleged that he received a control test result of 207 mg/dl using his contour meter. The normal control range was 111-155 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.